Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No samples or photos were submitted to the manufacturer for evaluation. Based on an internal investigation and reviewing history records, it was identified that the tube had dryness at the junction of the arterial connector. The potential root cause is the manpower during production; a poor solvent application technique was presented in the line tube. Based on the investigation, the reported defect is confirmed. An approved project is in place to further address issues with bloodline detached. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description: customer reports two additional incidents of pink dialyzer connection not attached to arterial line. The connection was in the package, but not attached to the line. No injury reported.